Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: clip difficult to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was difficult to deploy, a strong recoil was felt upon deployment; however, was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.